Event description:
The recent download from a male patient revealed several "clock failure" flags. The patient was contacted and sent a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor had some kind of contaminate inside it. It would power up on arrival. During the manufacturing test, the monitor failed pulse delivery and the tactile ran continuously. The isp line was shorted to ground. There were corroded connections on the auxiliary board. The monitor was repaired, retested and restocked. No adverse event resulted from the faulty monitor. The patient received replacement monitor.